Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the surgeon noticed a capsular rupture, which made this choice of implant impossible. The surgeon also stated that he had concerns about the desterilization of the initial implant. The lens was removed during the initial procedure and replaced with a three-piece intraocular lens. The operation ended with an anterior vitrectomy. Additional information has been requested.